Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted that the strain relief was detached from the luer as this component did not return with the device upon analysis. Dissection of the catheter noted that the guidewire lumen was damaged inside the distal inner hypotube, which was potentially caused by the mechanical stress of pebax break and delamination with an additional collapsed braid. Subsequently, a flow test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, it was possible to observe an issue with the adhesive between the parts from the separation of the strain relief and it was possible to observe adhesive residue in the guidewire lumen under microscopy. Additionally, an image was reviewed by a boston scientific quality engineer. The provided image shows evidence of luer detachment.

Event description:
It was reported that a farawave catheter was selected for use during a procedure to treat a paroxysmal atrial fibrillation. While preparing the catheter, the shapes of the distal end of the mechanism were tested. The distal end became stuck in a basket shape. As the catheter was about to be replaced, the heparinized saline line was disconnected from the proximal end of the handle and the irrigation port broke off from the handle. The catheter was replaced, and procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available as a valid lot number was not provided. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave catheter was selected for use during a procedure to treat a paroxysmal atrial fibrillation. While preparing the catheter, the shapes of the distal end of the mechanism were tested. The distal end became stuck in a basket shape. As the catheter was about to be replaced, the heparinized saline line was disconnected from the proximal end of the handle and the irrigation port broke off from the handle. The catheter was replaced, and procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D4: lot number- updated.

Event description:
It was reported that a farawave catheter was selected for use during a procedure to treat a paroxysmal atrial fibrillation. While preparing the catheter, the shapes of the distal end of the mechanism were tested. The distal end became stuck in a basket shape. As the catheter was about to be replaced, the heparinized saline line was disconnected from the proximal end of the handle and the irrigation port broke off from the handle. The catheter was replaced, and procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.